Event description:
It was reported that, on (B)(6), the patient would undergo exploratory back surgery due to a leg issue. Since two weeks after a fusion surgery on (B)(6), the patient's left leg had been "going out" on her. It was noted that the fusion surgery was in the region where the catheter was placed. It was reported that it was unknown if the issue was related to the pump, but the patient's physician thought it was possible that medication might be pooling due to her sleeping position or that a screw may be pressing on a nerve. The drugs used in this system were dilaudid and marcaine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8709sc serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).